Manufacturer narrative:
The data acquisition board was received for failure investigation. The customer complaint was verified. The root cause is failure of the daq board, caused by u7 drifting out of specification.

Manufacturer narrative:
G4:04mar2021. B4:06mar2021. H10: the philips international service engineer (fse) confirmed reported problem. The philips international service engineer (fse) replaced data acquisition pcba. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02feb2021.

Event description:
The customer called into technical support (ts) reporting that the device is getting a machine pressure sensor autozero failed error. The customer reported there was no patient involvement at the time the issue was discovered.